Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complaint, during the procedure, the ro marker from the extractor pro retrieval balloon detached inside the patient and became lodged in the pancreas. Attempts were made to retrieve the ro marker, however these attempts were unsuccessful. The ro marker was removed from the patient during a partial pancreatectomy approximately one year later. The patient has had several ercp procedures and several other endoscopy procedures (dates and information unknown) since the detachment of the ro marker. X-ray imaging of the ro marker is unavailable for review. At this time the condition of the patient is unknown and no other information is available regarding the event. If any further information is received, a supplemental MDR will be submitted.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complaint, during the procedure, the ro marker from the extractor pro retrieval balloon detached inside the patient and became lodged in the pancreas. Attempts were made to retrieve the ro marker, however these attempts were unsuccessful. The ro marker was removed from the patient during a partial pancreatectomy approximately one year later. The patient has had several ercp procedures and several other endoscopy procedures (dates and information unknown) since the detachment of the ro marker. X-ray imaging of the ro marker is unavailable for review. At this time the condition of the patient is unknown and no other information is available regarding the event. If any further information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) ro marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.